Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 2 + month post-operative exam. The patient's comments were of being light sensitive and redness in both eyes. Topical steroid dosage was increased to treat the symptoms. There was no loss of best corrected visual acuity (bcva) noted. Bcva from (B)(6)2017: right eye pre-op 20/20 -1.00 x -.50 x 2, left eye pre-op 20/20 -.75 x -1.00 x 161. Bcva from (B)(6)2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.